Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and the battery door cracked. A review of the event history log found evidence of pump motor drive phase b post in the history. Functional testing using power up test was performed and during testing, the reported problem was duplicated. The battery was not detected causing the alarm to go off. The root cause of the problem was the battery was not working due to normal wear. The battery was over 5 years old. To resolve the problem, the battery was replaced.

Event description:
It was reported that a pump motor drive phase b post error occurred. No additional information available. No patient injury was reported.